Event description:
It was reported the patient had not charged the ipg in approximately two months, which was the same time the patient lost stimulation. The sjm representative was unable to establish communication with the ipg using multiple external devices. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.